Event description:
A consumer reported a high reading of 180 mg/dl on their blood glucose monitor when compared with a laboratory value of 68 mg/dl. The values, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.